Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed. Both cuffs had been captured and attached to the needle tips. However, the link was pulled from the posterior cuff during suture deployment. Although a link break during needle retrieval and a cuff miss have the same result and appearance during deployment, the reported cuff miss experience cannot be confirmed, because both cuffs were captured. During needle trajectory testing, the plunger was inserted into the device and the trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected during manufacturing. When the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at any point of deployment can cause the link to detach. A link detachment can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation and the inspection criteria the link detachment experienced during the procedure appears to be related to the operational context of the product. There does not appear to be any indications of a product quality problem. A review of the finished device lot history records did not reveal any nonconforming material records associated with this event. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.